Event description:
The manufacturer received information alleging a ventilator's lcd screen was not displaying. The call stated that the airflow was still being delivered. The sales representative arrived at the patient's home and confirmed that the issue had been resolved and the screen was displaying. The sales representative checked the alarm log and event log but was unable to find any such errors. The patient's family stated that even when they intentionally generated an alarm, only the sound silence button lighted in red, and the screen remained dark. The sales representative replaced the device to an alternative one. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the complaint was unable to be confirmed by operational checking. It was confirmed that no error indicating a device failure had been recorded in the error log. It was determined that the issue was caused by a failure to the lcd screen. The repair was cancelled, and the unit will be scrapped due to the lease being up.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's lcd screen was not displaying. The call stated that the airflow was still being delivered. The sales representative arrived at the patient's home and confirmed that the issue had been resolved and the screen was displaying. The sales representative checked the alarm log and event log but was unable to find any such errors. The patient's family stated that even when they intentionally generated an alarm, only the sound silence button lighted in red, and the screen remained dark. The sales representative replaced the device to an alternative one. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the complaint was unable to be confirmed by operational checking. It was confirmed that no error indicating a device failure had been recorded in the error log. It was determined that the issue was caused by a failure to the lcd screen. The repair was cancelled, and the unit will be scrapped due to the lease being up. The original lcd display was sent to the philips investigation lab (pil) for further evaluation. Pil was not able to duplicate the failure of the lcd display. They confirmed that the lcd display functioned as designed. The display was scrapped. The evaluation results and conclusion code grids have been updated to reflect this new information.